Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2020. Evaluation: product received for analysis. Sample was evaluated. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism was in good condition, in addition to, it was able to be activated and de-activated several times with no issues. Therefore, is considered this material factor does not contribute to the reported complaint defect. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this man factor could have affected the product integrity and its function. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate it means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not observed and is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an lower anterior resection on (B)(6) 2020 and a reservoir was used. During surgery, the reservoir swelled immediately after connection. It was replaced to another one, and it was used with no problem. Further details are not provided. There were no adverse consequences to the patient.